Event description:
Caller reported an issue with a cgm error code 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after following these instructions, the caller was able to successfully start their sensor session without further errors.